Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6)2014 to report a hypoglycemic event and an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2014. Patient's mother states she had inaccuracies earlier so she dismissed receiver low alerts. Upon taking patient's finger stick, patient was having a low event. Patient's mother administered glucose shot to patient and took patient to the emergency room. Patient uses multiple bg meters against user guide recommendations. Patient did not calibrate according to user guide recommendations.at the time of contact with dexcom technical support, patient was fine and no further medical intervention or injuries were reported.